Event description:
It was reported that the patient was hospitalized due to a shock. Upon interrogation it was noted that the pace impedance measurements were high and out of range since january 2025 and the pacing thresholds had increased. In addition, non-sustained ventricular tachycardia episodes were recorded and right ventricular lead noise was seen as well as loss of capture. A request for technical services (ts) review was needed. Ts reviewed the data disk and noted that the treated episode was appropriate and successfully converted the arrhythmia with a 41j shock. Ts noted that noise/artifacts that is oversensed was suggesting of a compromised lead integrity in addition to the high out of range pace impedance measurements. In addition, it was noted that noise was seen on the presenting electrocardiograms and one signal artifact monitoring episode was seen in january 2025. The patient had a left ventricular assist device (lvad) implanted and it was discussed of the lvad's pump could do any harm to the rv lead. Additional information noted that a revision took place and a new lead was inserted at another heart failure hospital. No additional adverse patient effects were reported.